Manufacturer narrative:
(B)(4). Arjohuntleigh received a complaint where it was indicated that during the resident transfer, one of the sling clips came off the lift, dropping the pt. No injuries were reported as a consequence of the event. It has been established that the competitor lift device (hoyer stature) and an arjohuntleigh sling was being used for pt handling at the time of the event. It was indicated by the facility that the arjohuntleigh sling does not fit the pins of lift hanger bar properly which could have caused or contributed to the event. The competitor lift involved in the incident has not been validated by arjohuntleigh. Arjohuntleigh do not approve the use of other MFR's products on their equipment, but in relation to our knowledge and many tests provided, we can stated that even if the clip fits, there can be a detachment due to use error, typically not correctly putting the clip in place and not monitoring that the clip stays on the lift and the sling straps come under tension as the pt weight is gradually taken up. Therefore, in this case no malfunction could be found on the sling that could have caused or contributed to the event. From the info received the sling involved in the incident was found with unreadable label. This is not likely to impact the performance of the sling when used according to the IFU, but it is an indication that the sling was worn, and should not have been used. This may point to the staff not knowing of the necessity of the pre-use checks as indicated in the instructions for use (IFU, labeling), which in turn makes it unlikely the pre-use check requirements were followed. Therefore, the hoist and the sling which work as a system were found to have not been to spec when the event took place. From the info received regarding the event itself, it appears that during the resident transfer one of the sling clips came off the lift due to mismatching clips to the lift hanger bar as the lift was a competitor product. The possible sequence of events presented above seems to be the most probable one and to be in line with the event description. Arjohuntleigh strongly recommends to use only arjohuntleigh slings dedicate to the devices. The most common and likely root cause for an event where a clip is not in place during the transfer of the person in the sling: that the clip was not correctly put in place and monitored to stay in place, with the straps under tension at the beginning of the transfer. Our eval conclusion; therefore, appears to be in line with a use error having occurred. The incident happened due to IFU not having been followed on several points. No training dates for the involved staff could be provided by the facility. In the labeling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labeling. When the IFU would have been followed the event would have been avoided. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. From this eval, it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities.

Event description:
(B)(4).